Event description:
A pt on biventricular assist devices (bivads) was reading in bed when the fill signal, driver pressure and the uninterruptible power supply (ups) alarms were activated, and the pt exhibited signs of losing consciousness. The vads continued to pump for a short time but eventually stopped. The pt was pumped with emergency hand bulbs, until pt was switched to a back up drive console. The pt recovered immediately without further incident. The vad drive console was evaluated and the failure verified at the site by a thoractec service technician who noted a malfunction in the ups system. The ups system was returned to thoractec for further investigation, but the failure mode could not be reproduced. The ups system has been sent to the vendor for further investigation.